Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the representative was reprogramming the patient's ins to increase time between charging sessions. They turned on cycling and weren't receiving an "out of regulation" message on the tablet. After the session ended they went to use the patient's controller and were seeing the "setting not available" message. Impedances were high on electrodes 4-7 and showed as "do not use". The patient was not programmed on the lead with the high impedances for a while. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) dictated that the high impedances occurred on (B)(6) 2019. They stated that the cause of the impedance and ¿out of regulation¿ issue was not determined. The rep reprogrammed around the impedances, but it is unknown ID the issue is resolved. The patient¿s weight at the time of the event was unknown. No further complications were reported or anticipated.